Event description:
The user facility reported that the evis lucera gastrointestinal videoscope image was blurry. The issue was found during preparation for use. There was no patient or user injury reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit, damage or deformation of the connector, movable l-range sliding error that occurred in the zoom scope, blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use warnings and cautions. During the device evaluation, service found the specified resolving power was not obtained and a foggy image occurred due to damage to the charge coupled device (ccd) unit. Additionally, due to a crack on the adhesive around the objective lens, a flare in the image occurred. The objective lens was dirty. The light guide lens was cracked. The insulation resistance value at the distal end did not meet specifications due to a burn on the camera cover (c-cover). The bending angle in the up direction did not meet specifications due to wear of the angle wire. The play of the up/down control knob did not meet specifications due to wear of the angle wire. The adhesive on the bending cover (a-rubber) was detached, leaving a gap in the adhesive. The connecting tube was wrinkled. Switch 1 was dirty, switch 3 had a cut, and switch 4 was scratched. The water supply connector was shaved. The scope cover was deformed. The universal cord was wrinkled. The air/water cylinder and suction cylinder were deformed. The electrical connector had corrosion due to fluid ingress. The control unit was worn. The insertion tube was cut. The distal end was worn. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.